Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during a pulse generator upgrade from a dual chamber device to a bi ventricular device that no output was exhibited when the left ventricular lead was connected to the new device. The right ventricular lead was connected to the new device, the right ventricular lead was disconnected from the old device, and the new device was programmed to a left ventricular tip to right ventricular ring pacing configuration.